Event description:
It was reported by service report that the cot has a broken load wheel on the head section assembly. No patient involvement, however adverse consequences are unknown.

Manufacturer narrative:
Load wheel casting.